Manufacturer narrative:
DHR review did not identify any contributory factors to the event and review of complaint history identified one similar event within six months, however with a different root cause. According to technical investigation a ¿door switch signal¿ has been detected by the controller which translates as an error with the vigilance device management. Based on the investigation performed, the technical root cause of the event was determined to be an error with the vigilance device management.

Event description:
A communication error occurred during the case. It appeared to happen due to the rapid tapping of the pedal. The robot was shut down at 20:18 and the trajectory was driven to 20:20, so there was a 2 min delay. There were no clinical consequences due to this error.